Event description:
It was reported that patient came in for line insertion (B)(6) 2013 and had sutures removed (b)()6) 2013. Cuff was not ingrown into tissue and nurse noticed that after the sutures were removed, the line would begin falling out.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.